Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported the alleged issue began on (B)(6) 2011 at 7:11am. The husband indicated that the patient manages her diabetes with oral medication (januvia 100mg) and diet/exercise. Despite the alleged issue, the husband indicated the patient continued to administer her oral dose of medication as usual at 7:55am that morning. According to the husband, the patient became dizzy and her hand began to tremble 3-4 minutes after the alleged issue began. In response to the symptoms, the husband stated the patient self-treated with food and/or drink. At the time of the alleged issue, the husband claimed no other blood glucose device was used by the patient. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the correct test strips were used. The power button and the test strip insertion per the owner's manual turned the meter on. The alleged power issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient's husband claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.